Manufacturer narrative:
Pump received with broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump had damaged at reservoir compartment rim. Customer¿s blood glucose was 89 mg/dl. The customer was advised to discontinued the insulin pump and revert to back-up plan. The device will be returned for analysis.